Event description:
Event description guidant received information that the patient was hospitalized following a renal transplant and subsequent ICD implant due to monomorphic vt. The patient was on amidarone and as a result had very high dfts. An adequate safety margin could not be established during the implant procedure and the patinet was to be monitored for an amidarone washout. Guidant received additional information that while in the hospital, the patient went into vt which degenerated into vf. The physician alleged that a malfunction of the lead system contributed to the patient's death.